Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. An 11 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 06july2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The instrument was installed on (B)(6) 2017. The beta2-microglobulin st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to operational error; the tip was loosely attached to the sample probe.

Event description:
It was reported by the customer that a patient sample for beta2-microglobulin (bmg) was incorrectly reported as <l with their aia-2000la analyzer. The customer did not question the result or repeat the sample run; nor did the physician change treatment based on the incorrect report. Additionally, the customer found the tip in the sample. The results after a second run were 2.2 mg/l. The customer checked the error log and there were no messages. Technical support (ts) offered to send a field service engineer (fse) to the site; however, the customer declined. There was no indication of any patient intervention or adverse health consequences due to the reported event.